Manufacturer narrative:
H10: the actual device was not returned for evaluation, however two picture s were provided. The visual inspection of the two provided photos showed the products after treatment. Photo one showed one product with a red arrow pointing to a specific point but no blood was visible on the dialysate side. The second photo showed the product label. Due to the lack of an actual sample, the problem and the cause of the reported problem could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of polyflux 140h had an internal blood leak from "somewhere" near the header during treatment. Patient experienced, and unspecified amount of blood loss. There was no patient injury, or medical intervention associated with this event. No additional information is available.